Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a catalyst procedure, the surgery center reported an anterior capsular tear. A brief description from the surgery center indicated while in phaco, there was an anterior capsular tear that extended all the way to the posterior capsule which occurs nowhere near where the surgeon was performing the phaco treatment. The surgeon believes there was a large tag in the capsular bag from the laser.